Manufacturer narrative:
On 10/23/2019, it was reported to mentor that the correct email for the initial reporter is (B)(6). The healthcare professional information: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/10/2020, mentor became aware that it was reported incorrectly on the left side that baker grade capsular contracture was unknown. It was actually baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of removal was (B)(6) 2020. The replacement devices were mentor memorygel breast implant 475cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a photo of the devices became available. On (B)(6) 2020, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, during the visual evaluation of the image, it is not clear enough to observe any apparent damage or visual abnormalities in the product. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced bilateral capsular contracture baker grade unknown. The age at the time of the event was 40-year-old. The patient¿s race was hispanic. The exact date of problem observed was 3 or 4 years ago and it was put as (B)(6) 2015 to conservatively report the information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.